Manufacturer narrative:
Batch review performed on 27-06-2025. Gmk-sphere 02.12.0413fr gmk-sphere tibial insert - flex s4r - 13 mm (k140826) lot. 179697: (B)(4) items manufactured and released on 24-04-2018 expiration date: 2023-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in reporting instability, no information on the primary surgery is available. The surgeon revised to a thicker poly, 13mm to 20mm, and the surgery was completed successfully.